Event description:
It was reported that the infusion device goes into the bolus menu unintentionally, without the customer pressing any buttons. No unintended bolus was delivered.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.